Manufacturer narrative:
Complaint of blacking out or loss of live video could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout functional testing and burn-in. All functions perform as expected. No problem found. A review of the device history record was performed which confirmed no device deficiencies upon release into distribution. No further investigation is warranted at this time.

Event description:
It was reported that the camera head hd560h would repeatedly black out during a knee procedure. The device was used to complete the procedure. No delay was reported. No patient injury or complications were reported.